Manufacturer narrative:
Four photographs were received from the account. Three photographs capture the label on the integrity shelf carton. Creases are visible on the label on the shelf carton. The fourth photograph captures the label on the product packaging. Creases are visible on the label on the product packaging. Damage to the product packaging is also evident. Due to the design of the label it would not be possible to peel off the patient history sticker. When compared to the original product packaging labels on the DHR there are discrepancies noted including difference to the manufacturing date, expiration date and different numbers on the barcode packaging.

Event description:
It was reported that the physician was attempting to use an integrity stent to treat a mildly calcified and tortuous proximal lad - cx lesion exhibiting 90% stenosis. It was reported that damage was noted to the device packaging with un-stickable labels on the device packaging. The stickers for patient's history were also reported as absent. Damage was noted to the inner packaging but not serious damage. Negative prep was performed with no issues noted. The lesion was pre-dilated, the device did not pass through a previously implanted stent. No resistance was encountered while advancing the device and no excessive force used. It is reported that stent was implanted without any complications in treatment. On review of the device details, it was noted that the device was expired, and that the details on the device label photos supplied do not match the manufacturing records for this device lot. It is reported that the stent was purchased by official state procurement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.